Manufacturer narrative:
Manufacturing and quality control data: the m.blue® plus was manufactured by a qualified employee in january 2020. Deviations during assembly did not occur. The system was sterilized by miethke and released for shipment after final inspection. For the purposes of this investigation, the m.blue® plus is comprised of a progav® 2.0 adjustable pressure valve with a normal pressure range of 0 to 20 cmh2o and a m.blue® adjustable pressure valve with an adjustable pressure range of 0 to 40 cmh2o. The shunt system was inspected as article fx804t. All parameters have been inspected and approved during the manufacturing process. All parameters have been assessed as meeting specifications. Visual inspection: no significant deformations or damage of the valves were detected during the visual inspection. Permeability test: a permeability test has indicated that the m.blue® valve has a blockage and that the progav®2.0 is permeable. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The progav®2.0 are tested in the horizontal positions. The results show that the progav®2.0 operates within the accepted tolerance in the horizontal position. Because the m.blue® valve is not permeable, a computer controlled test is not possible. Adjustment test: the progav® 2.0 was tested and is adjustable to all specified pressures. The m.blue® was tested and it is not adjustable throughout the normal range. Klick force and brake function test: the brake functionality test of the m.blue® has shown that the brake function is operational, however the braking force cannot be measured due to the non-adjustability of the valve. (See section 2.6). The brake function of the progav® 2.0 is fully operational and the braking force is within the given tolerances. Internal inspection: after dismantling of the valves, some deposits were found in both valves. Results: based on our investigation results, we can identify a blockage and adjustment problems in the shunt system. We are assuming that the deposits detected within the valve have caused the functional impairment. Deposits caused by natural substances in the cerebrospinal fluid, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Small amounts of non-visible deposits/proteins might compromise the integrity of the valve. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke (B)(4) no further regulatory actions are required from our point of view.

Event description:
It was reported that a m.blue plus (part # fx804t) was implanted during a procedure performed on an unknown date. According to the complainant, the shunt system was believed to be operated in underdrainage. The patient underwent a revision procedure on (B)(6) 2022. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: (B)(6) years. Gender: male.